Event description:
It was reported by the user site that during a selenia dimensions mammography systems, 3d procedure on (B)(6) 2025, the c-arm switches were sticking and loose, and that additionally the c-arm was moving on its own. The user site reported that the device generated an error code that did not clear after rebooting the device several times. No user or patient injuries were reported by the user site. A hologic field service engineer (fse) was dispatched to investigate the device and observed that the c-arm switch assembly needed to be replaced. The fse resolved the issue by replacing the left and right c-arm control switches and verified that the system is now operating according to manufacturer specifications. No further information is currently available.